Manufacturer narrative:
The customer stated that repeat testing was performed to confirm correct results which agreed with the patient's history. Based on a review of the available data, the root cause is most likely pre-analytical hemolysis. This is supported by the non-siemens lab analyzer also detecting hemolysis for the sample from the same draw time. There were no k+ sensor errors, system errors or sample handling errors noted on the samples in question. There were no calibration failures for k+ over use life and the response over use life appears as expected. New samples were drawn approximately three hours later and had lower k+ results on the rp500.

Event description:
The customer reported discrepant high potassium results on the rp 500 when compared to a non-siemens lab analyzer. There was no report of injury due to this event.